Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are with in specification. Off no power alarm functions properly. The low reservoir alarm and auto off alarm functions properly. No motor error alarm or motor anomaly noted during testing. Unit was unable to prime during prime test due to faulty sensor resistor no alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had a scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 234 mg/dl. Troubleshooting was not performed. The device was returned for analysis.